Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (adjust belt messages/check therapy electrode messages) was confirmed. Upon investigation the monitor displayed failed a baseline test and was unable to complete functional testing. The cause for the failure was isolated to a shorted component on the computer/analog pca. The root cause of the shorted component cannot be positively identified. No adverse event resulted from the damaged monitor.

Event description:
A us distributor returned a monitor and reported monitor was experiencing adjust belt and check belt messages.

Event description:
A us distributor returned a monitor and reported monitor was experiencing adjust belt and check belt messages. A us distributor reported that a battery was unable to power on a monitor.

Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (adjust belt messages/check therapy electrode messages) was confirmed. Upon investigation the monitor displayed failed a baseline test and was unable to complete functional testing. The cause for the failure was isolated to a shorted component on the computer/analog pca. The root cause of the shorted component cannot be positively identified. No adverse event resulted from the damaged monitor. Device evaluation of battery pack has been completed. The reported problem (will not power up) was confirmed due to a loose bus bar inside of the battery. The root cause of the loose busbar cannot be positively identified. There was no adverse event that resulted from the damaged battery.